Manufacturer narrative:
H.6. Investigation: one photo of a loose 5ml with a needle attached was received and evaluated. It was observed there was a lengthwise crack that extended from the zero line to the 5ml marking. The damage was rejectable per product specification. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.potential root cause for the damaged barrel defect is associated with the assembly process. H3 other text : see h.10

Event description:
It was reported that a cracked barrel was found before use with a unspecified bd syringe. The following information was provided by the initial reporter, "syringes compounded with medication as well as empty syringes arrived to patient broken down center of syringe." 4 occurrences were reported, but the dates/times were not given.

Event description:
It was reported that a cracked barrel was found before use with a unspecified bd syringe. The following information was provided by the initial reporter, "syringes compounded with medication as well as empty syringes arrived to patient broken down center of syringe." 4 occurrences were reported, but the dates/times were not given.

Manufacturer narrative:
The additional information is as follows: e.1. Initial reporter address 1: (B)(6). H3 other text : see. H.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked barrel was found before use with a unspecified bd syringe. The following information was provided by the initial reporter, "syringes compounded with medication as well as empty syringes arrived to patient broken down center of syringe." 4 occurrences were reported, but the dates/times were not given.